Event description:
It was reported that the right ventricular (rv) lead exhibited noise and there was a suspected fracture at the clavicle. It was noted that the lead was implanted very medially. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo.